Manufacturer narrative:
Title: factors predicting and having an impact on the need for a permanent pacemaker after corevalve prosthesis implantation using the new accutrak delivery catheter system citation: jacc cardiovasc interv. 2012 5(5):533-9 authors: muñoz-garcía aj1, hernández-garcía jm, jiménez-navarro mf, alonso-briales jh, domínguez-franco aj, fernández-pastor j, peña hernández j, barrera cordero a, alzueta rodríguez j, de teresa-galván e. Date: month and year of publish used for event date.

Event description:
Medtronic received information via literature review that a study was performed to evaluate the need for a permanent pacemaker after transcatheter aortic valve implantation with the corevalve prosthesis. All data were collected from a single center between april 23, 2008 and may 31, 2011. The study population included 195 patients, predominantly female; mean age 79 years, all of which were implanted with a medtronic corevalve (serial numbers not provided). Among all patients, adverse events included: 34 av block, 68 new onset of left bundle branch block (lbbb), 34 moderate to severe aortic regurgitation, 48 permanent pacemaker implant, 6 strokes, 8 vascular complications (not specified) (a non-medtronic closure device was used for all transfemoral access sites) and 7 valve-in-valve (viv) procedures (reason for viv and timing of viv not reported). No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.